Event description:
It was reported that the patient faced that infusion set tubing came apart event on (B)(6) 2026. The insertion site was buttock and the infusion set had been in use for three days.

Manufacturer narrative:
E1: event city: (B)(6) event country: netherlands name: (B)(6) country: united states of america street: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.